Event description:
It was reported during a surgical procedure to reposition the pt's lead, (reference MFR report #: 1627487-2014-24189), the pt's ipg was also removed and replaced. The pt reported her ipg had recently become difficult to recharge and displayed a low battery warning. The pt reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.